Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro tip broke.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-medical device ¿ problem code- corrected to "1069". The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro c-ring broke. The pa had started the case and was doing the branch ligation and everything was fine. They had used the c-ring on multiple occasions without issue. They retracted the c-ring back into the cannula to maneuver toward the next branch, and when they extended the c-ring it was broken in half. They didn't see it happen. When they retracted it, it was fine. When they extended it, it was broken. No part of the c-ring broke off or fell into the tunnel. The case was completed without delay by opening a new kit. There was no harm to the patient.